Event description:
The hosp reported that during the saphenous vein harvesting procedure, the air leaked out of the balloon on the short port. The procedure was completed with an open leg technique. No additional pt complications were reported.